Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of error b40 (cv failure) was not confirmed. Based on the results of the investigation, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported a b40 error occurred while using the video system center. The issue occurred during preparation for use for a diagnostic, colonoscopy procedure. The intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.